Manufacturer narrative:
D10 concomitant products: vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a3h2344vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic urological procedure, the thread broke while performing a ureteral suture. This occurred in 12 of the sutures used. The surgical time was extended by 30 minutes or more due to the product issue, and the incision was extended by more than 1 inch (2.54 cm) because of the device problem. To resolve the issue, the procedure was repeated.